Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there was an air bolus could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 22035608 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ blood infusion sets from lot 22035608, and 1 set from an unspecified lot, had issues with air in the tubing when placed in the pump. The following information was provided by the initial reporter: "3 safety events regarding blood tubing that have an air bolus when placed in the alaris pump."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22035608. Medical device expiration date: 07-mar-2025. Device manufacture date: 04-mar-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ blood infusion sets from lot 22035608, and 1 set from an unspecified lot, had issues with air in the tubing when placed in the pump. The following information was provided by the initial reporter: "3 safety events regarding blood tubing that have an air bolus when placed in the alaris pump."